Event description:
The hospital reported that during a coronary artery bypass procedure, upon inspection of the heartstring device prior to deployment, it was observed that the "tip of the cutter was bent." A new kit was used to complete the procedure. There were no patient effect. It is unknown whether the product is returning.

Manufacturer narrative:
Investigation: the cutter was received with the button and safety lock depressed. The cutter had been actuated and the cutter and needle were extended. When the green cap was removed, it was observed that the needle was bent (less than 45 degrees). There was slight evidence of blood. Based upon the received condition of the device, the reported complaint "cutter bent" was confirmed. (B)(4).